Event description:
It was reported that there was no left ventricular (lv) lead threshold or capture. The lv lead dislodged. The lv lead was revised but is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4), bi-ventricular implantable cardioverter defibrillator, 2009 (B)(6); 6944-65, implantable tachy lead, 2009 (B)(6); 5568-53, implantable pacing lead, 2009 (B)(6). (B)(4).